Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing of noise was observed on the right atrial lead and the right ventricular lead. Low impedance was also noted on the ventricular lead. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.